Event description:
The plaintiff¿s attorney alleged that the patient experienced a sudden cardiac event and was treated at the hospital on or about (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving three separate products.